Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: once bag was spiked it fell apart and did not work properly.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of bag spike fell apart and was not working properly could not be verified due to the product not being returned for failure investigation. Device history record review for model 10802688 lot number 22109201 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: once bag was spiked it fell apart and did not work properly